Event description:
During the procedure, dr. Xyz was using a needle tip bovie to cauterize by touching the tip of the bovie to the end of the barr-fistula probe. At the time of contact, there was a spark and the tip of the needle tip bovie broke off. The tip of the needle tip bovie burned a hole through the drape, through the green towel, landing onto the blanket that was on top of the patient. The burn did not reach the patient. The patient's skin was thoroughly checked to ensure there was not a burn.